Manufacturer narrative:
The device involved in this event will not be returned for eval.

Event description:
Treatment of an avm with onyx. It was reported following approx 40 minutes of onyx injection, it was not possible ot retract the catheter. After approx 30 minutes of attempted catheter retrieval, the onyx plug separated from the onyx cast with approximately 1cm of the onyx attached to the catheter. Both remained in the pt. Upon follow-up, it was reported the pt has a stroke and expired. Same event as MDR# 2029214-2010-00031.